Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per as follows: reservoirs filled and connected to a new infusion set. Installed reservoir & connector into a insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose readings and damage on the reservoir. Customer's blood glucose value was 502 mg/dl. The customer corrected via injection for 6 units. The customer stated that they drank water and was negative for ketones. The customer stated that the side of the reservoir looked damaged. The customer was assisted with manual prime and the pump did not alarm no delivery. The reservoir will be returned for analysis.